Event description:
A doctor had implanted a memorylens in the pt's right eye in 1999, which iol had opacified. The pt has a pre-existing medical history of diabetes and glaucoma. At exam in 9/2002, the pt's visual acuity was 20/30 od. The doctor is planning on explanting and replacing the lens at some point in the future.